Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was not fed into the jaw in each device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device (a) was returned partially cycled. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that the (B)(4) device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing of the device, the lockout mechanism was found to be jammed. In order to evaluate the device¿s internal components, the device was disassembled. Upon disassembling of the device the lath was found to be damaged jamming the firing mechanism. A possible cause for this condition may be that the trigger did not completely returned to the home position and a new firing sequence was initiated. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # f9hn1a. Expiration date: 09/2014. Manufacturing date: 10/2009. Lockout premature.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.